Manufacturer narrative:
Investigation of the guidewire showed that the core wire was broken, coil wire was elongated, but the device was in one unit without separation. . Microscopic observation revealed the trace of breakage of core wire at approx .15mm from tip end due to rotational force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the device investigation, it is inferred that tip of the guidewire was trapped in the cto lesion, where torque manipulation was continuously applied for bail out, which resulted in the accumulation of the rotational force to the core wire, and the breakage when the force exceeded the product design limit. Coil was stretched and elongated along with removal manipulation. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
In the procedure to calcified cto lesion at #6 lad, subject guidewire was advanced. During the attempt to cross the target lesion, the tip of the guidewire was trapped in the lesion. Removal manipulation was moderately applied for bail out, but unsuccessful. When the guidewire was removed with a little bigger force, core wire breakage occurred, coil was stretched but the guidewire could be entirely removed out without separation. There was no impact to the patient, who was discharged the next day.

Manufacturer narrative:
(B)(4)